Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer called for assistance viewing her settings. She states that she is currently in the hospital because her blood glucose was so low today that she was unable to drink juice, so her sister called 911 and she was taken to the hospital. She is confident that all her infusion system is working correctly. She feels that the settings may not be correct to match her insulin needs. No allegation against the device. The device was not requested for return.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.